Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose ranged from 250-700 mg/dl. Customer reported that she was hospitalized after a fall. Product is not being returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.